Event description:
Boston scientific received information that the patient's communicator would not power on. The patient tried four outlets and it would not power on in either of them. No adverse patient effects were reported.

Manufacturer narrative:
The patient was to send back the power cord and will receive a replacement power cord. Post market quality assurance confirmed the no power allegation of the power supply. During analysis the power supply got excessively hot and melted.